Event description:
New information received indicates the device was successfully reprogrammed to resolve the myopotential oversensing. The patient was stable with on adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
While reviewing device data, myopotential oversensing resulting in inappropriate pacing inhibition was observed on the device. Further intervention is anticipated to resolve this event. The patient was stable with no adverse consequences.